Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens tore upon insertion. Lens was removed with no incision enlargement, and no suture. Backup lens was used.

Manufacturer narrative:
(B)(4)